Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of balloon catheter tip detached. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2023. On (B)(6) 2024, the patient returned to the hospital for a schedule ercp procedure. During the scheduled procedure, an extractor pro balloon catheter tip from the (B)(6) 2023 ercp procedure was found in the cbd of the patient. The catheter tip was removed using another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.